Event description:
Complainant alleged that while attempting to defibrillate a pt approx six times at 200 joules, the device displayed a "bridge test failed" message on the seventh attempt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.